Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 04/01/2014 with the following findings: pump booted to the verify screen with dim pink contrast. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hour and reinserted, the pump time and date did reset to the default settings. Pump was open to investigate, the internal battery is unable to hold a charge. No leakage was observed.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed dim display and an internal battery that would not hold a charge. This report is made based on the results of an investigation completed on 04/01/2014.